Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the heavily calcified lesion during advancement, resulting in the reported deformation due to compressive stress and failure to advance. Further interaction with the challenging anatomy during retraction of the device likely contributed to the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that during the procedure, the xience skypoint delivery system was advanced yet failed to cross the lesion in the mid left anterior descending artery due to heavy calcification. Upon withdrawal with no resistance, the shaft was noted to be bent and separated into two pieces outside the anatomy. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.